Manufacturer narrative:
The complainant indicated that the device has recently been sent back to the manufacturer; however, it has not yet been received for evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that there was an internal dialyzer blood leak at the start of treatment, and the machine alarmed. The blood was leaking out of the dialyzer onto the floor. Blood was not returned to the patient, and the estimated blood loss was 200 mls. Treatment was re-set up and completed with another dialyzer. There were no complications to the patient, who was asymptomatic, did not require medical intervention, and was fine. Sample is available.